Event description:
Doctor wanted to do an I&d on a hip. Abnormal tissues were found. Multiple cultures were taken with no infection acute infection found. After exchanging the polyethylene doctor noticed the x3 liner was oxidized and was very discolored (yellow). Doctor then decided to replace the poly with the same type liner (36 neutral x3). Patient had an injection from another doctor and noticed strange colored fluid in the aspiration.

Manufacturer narrative:
The event was confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "the operative report notes a previous incision and drainage of the right total hip arthroplasty had positive fungal cultures at five weeks. There is no hispatology or gross description of findings at revision surgery of (B)(6) 2014 of the right hip to suggest altr. There are no documented increased cobalt or chromium levels. There is no examination of the explanted components relative to the left hip, no histopathology or culture and sensitivity results from the (B)(6) 2014 left hip surgery, and no x-ray images available. There is no evidence that the clinical situation described in the left hip is not due to fungal infection, which was noted previously as the etiology in the right hip with a similar problem. The incidental findings of corrosion product in the modular junction of a metallic head does not in itself represent a diagnosis of metallosis or trunnionosis. In this complicated case of a patient with multiple comorbidities, there is no evidence that factors of faulty hip component design, manufacturing or materials were responsible for any clinical problems.¿ review of provided lab results by a (B)(4) indicated: "all sterile lot certificates for the implants utilized were review for accuracy. There were no deviations ¿ including under dosing or reprocessing ¿ noted. Additionally, all packaging information was reviewed, and no deviations were identified. Based on the data reviewed, it has been determined that the introduction of the reported causative agents of this post-operation infection was not via the medical devices (i.e.: metal stem, femoral head, or acetabular cup; uhmwpe insert)." Conclusions: the root cause of the reported event could not be determined as histopathology or culture and sensitivity results were not provided. A review of the medical records by the clinician indicated "there is no evidence that factors of faulty hip component design, manufacturing or materials were responsible for any clinical problems.¿ a review of the medical records by a (B)(4) indicated: "based on the data reviewed, it has been determined that the introduction of the reported causative agents of this post-operation infection was not via the medical devices." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Doctor wanted to do an I&d on a hip. Abnormal tissues were found. Multiple cultures were taken with no infection acute infection found. After exchanging the polyethylene doctor noticed the x3 liner was oxidized and was very discolored (yellow). Doctor then decided to replace the poly with the same type liner (36 neutral x3). Patient had an injection from another doctor and noticed strange colored fluid in the aspiration.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been made available. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Scratching was present on the articulating surface of the insert and is a commonly identified damage mode in uhmwpe inserts. The yellow discoloration observed on the insert has been attributed to in-vivo absorption of synovial fluid. Micro motion and corrosion were observed around the circumference of the machined tapered surface of the head. No material or manufacturing defects were observed on the components examined. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Doctor wanted to do an I&d on a hip. Abnormal tissues were found. Multiple cultures were taken with no infection acute infection found. After exchanging the polyethylene doctor noticed the x3 liner was oxidized and was very discolored (yellow). Doctor then decided to replace the poly with the same type liner (36 neutral x3). Patient had an injection from another doctor and noticed strange colored fluid in the aspiration.